Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome. The lens was explanted, but due to a posterior capsule tear, the planned 18.0 diopter iol could not be placed in the bag. As a result, a monofocal iol was implanted in the sulcus. Additional information has been requested.